Event description:
It was reported the device had early battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage revealed battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2011, device (recommended replacement time) rrt less than or equal to 2.6251 volt. Weekly battery voltage log data shows min bat equals 2.628 to 2.604 volts minimum between (B)(6) 2011 and (B)(6) 2011.